Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose was 402 mg/dl. The customer had changed their infusion set and took a correction bolus but their blood glucose remained elevated. The customer then treated their high blood glucose via manual insulin injection. No symptoms were mentioned regarding the high blood glucose. Troubleshooting was initiated on the insulin pump. The drive support cap appeared normal. The customer declined to check for site or insulin issues. The insulin pump settings were programmed accurately. A high pressure test was not performed. The customer was advised to change their entire set, reservoir, and insulin and treat per health care provider's instructions. The insulin pump was not returned for analysis.